Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during laser assisted cataract surgery there was a large gas bubble at the primary incision. In the operating room the surgeon noticed a small bubble at the incision dissecting the descemets corneal layer. The surgeon was not able to open the primary incision because it was too peripheral so a blade was used. When the incision was made the bubble in descemets came out. A tear occurred in the descemets with the phacoemulsification tip but it was easily sealed with balanced salt solution. The doctor was not concerned about any long standing effects for the patient.